Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side "ruptured" implant. Device remains implanted.

Event description:
Healthcare professional additionally reported "herniated nipple areolar complex," which is not related to the device. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, underweight. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on radius side due to surgical damage.